Event description:
It was reported that the right atrial (ra) lead was observed with no sensing. It was also reported that the right ventricular (rv) lead exhibited some oversensing on treated ventricular fibrillation (vf) episodes and measured high threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.